Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was revise the next day after implant due to loss of capture and dislodgement, during the repositioning of the lead the helix did not extended, tissue was found in the helix. This lead was replaced and the next lead also experience helix extension issues. The third lead implant was successful. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.